Manufacturer narrative:
(B)(4). The sample has not yet been received, but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.a 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Manufacturer narrative:
(B)(4). The actual sample was evaluated and the issue was confirmed and was determined to be caused by faulty sealing of dyes used for radiofrequency sealing and the extraction station on the patient line machines. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is an international report from (B)(6) where the patient's son reported that a cassette presented a leak in the blue line. The son noticed that the solution was leaking just after connecting the cassette in the homechoice. The home patient was not connected. There was no patient involvement.